Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient receiving clonidine (400 mcg/ml at 140 mcg/day), bupivacaine (3 mg/ml at 1.05 mg/day), and dilaudid (20 mg/ml at 7 mg/day), via an implantable pump. The pump medications were updated to clonidine (360 mcg/ml at 17.28 mcg/day), bupivacaine (3 mg/ml at 0.144 mg/day), and dilaudid (20 mg/ml at 0.96 mg/day). The pump¿s indications for use (ifus) were noted as non-malignant pain and other non-malignant pain. It was reported that the patient was in a car accident and had been hospitalized for about 3 weeks. During the hospitalization the patient "felt like he was going through some withdrawal." The patient also had injuries from the car accident. The pump was replaced on (B)(6) 2016 because it was nearing end-of-service (eos), but the catheter wasn¿t replaced. The rep stated that the surgeon did not think he got much aspirated back from the catheter; it was "at best partially cleared." The event date was noted as (B)(6) 2016; the date provided is an approximated date. Additional information received from the rep on (B)(6) 2016 indicated that the surgeon decided to change the dose to the lowest allowable daily dose and that it was unknown whether the withdrawal had resolved. The rep wasn¿t aware of any troubleshooting with the catheter post pump replacement. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.